Manufacturer narrative:
The actual device involved in the incident was returned for evaluation. The investigation revealed it was purchased in 2001 and had been repaired. It was noted that someone other than cardinal health repaired the device, as evident by the material used on the shaft and the component used for the flush port. A visual examination confirmed the issue. Under magnification, it was noted that the link and the clevis area had been reworked in a manner inconsistent with the process used by cardinal health. The device history records for the lot reported were evaluated for any issue related with this customer report. No issues were found. Root cause of the reported failure appears to be due to mechanical overstress. The source of this mechanical overstress cannot be determined but is possibly due to the components being compromised during repair by someone other than cardinal health.

Event description:
The pin or cable popped out of place during the procedure. Additionally, account stated the physician was doing a laparoscopic adjustable gastric band procedure on a female patient and was half way through the procedure, when, the tip stopped working and tilted to the side. The physician was unable to remove the grasper through the port so the port was removed with the grasper still inside of it. The port was re-inserted and a different grasper was used to complete the case without further incident.